Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 196" message.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a faulty solder joint on an integrated circuit on the biphasic bridge board. Analysis for reports of this type has not identified an increase in trend.